Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that the ventilators o2 was low. There was no patient involvement. The customer troubleshot with technical support and found the o2 solenoid made a thumping sound. The customer stated to be using tanks and advised that other units pass using this o2 source. The customer performed performance verification test (pvt) and the unit passed. During troubleshooting the ventilator logged an error code in the ventilator diagnostic logs indicating data acquisition (da) board to analog to digital converter (adc) failed. Upon further review of the ventilator diagnostic logs the customer found error codes indicating over voltage protection (ovp) circuit failed, barometer sensor range error, oxygen flow sensor calibration data error, air flow sensor calibration data error, machine pressure sensor calibration data error and proximal pressure sensor calibration data error. The customer found that the motor controller (mc) to da cable was not seated correctly. The customer reseated the cable and the issue went away. The customer noted that with o2 flowing is still making a thumping sound. The customer was advised to check all internal connections and perform a full pvt.

Manufacturer narrative:
G4: 24apr2020 b4: (B)(6)2020. The customer reported that the issue was addressed by cleaning the oxygen (o2) valve and retesting the ventilator. No further information was provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.